Event description:
A consumer reported that the is experiencing blurry vision around the periphery approx four yrs following intraocular lens implant surgery. The surgeon mentioned that he may perform a laser treatment on the pt address his concerns. The consumer and the surgeon have refused to provide any further details.